Event description:
Customer reportedly received results of 300 mg/dl and 150 mg/dl within 10 minutes on the advantage system. No high blood glucose symptoms reported with these results. No action taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.